Event description:
Related manufacturer reference numbers: 1627487-2019-06178, 1627487-2019-06379. It was reported that high impedances were measured at the patient's lead, leading to ineffective stimulation. As a result, surgical intervention was undertaken wherein the ipg and two extensions were explanted and replaced. Post-operatively, the issue resolved.